Event description:
Device malfunction: mislocated clip/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, after the clip was deployed, the device was difficult to remove. The access ports were used to remove the device from the patient anatomy. The clip remains in the tissue track. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information.

Manufacturer narrative:
The device was received. Investigation is not complete.